Manufacturer narrative:
A mp1000 china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 23085470. The feedback provided by the customer states that, "found to be leaking fluid during the course of an IV infusion, and it was viewed to be leaking at the needleless connector." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23085470 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.

Event description:
It was reported that bd maxplus needleless connector was leaking the following information was received by the initial reporter with the following verbatim the patient was admitted to the hospital with osteoarthritis of the knee and was found to be leaking fluid during the course of an IV infusion given at 18:00 on (B)(6) 2024, and was viewed to be leaking at the needleless connector, and was given a new needleless connector with no leakage.